Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms, and sensing measurements had decreased. There were no episodes of noise. It was noted that this was not suspected to be a lead issue. The device was reprogrammed. Additional information was received which reported that during a device replacement for normal battery depletion, it was suspected that this rv lead insulation was being damaged by patient anatomy or a tricuspid annulus ring. The device was explanted and replaced as planned, and the rv lead was surgically abandoned and replaced due to impedances of less than 200 ohms. No additional adverse patient effects were reported.